Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the maverick2 monorail balloon ruptured. The lesion being treated was located in the severely tortuous, mildly calcified and 90% stenotic posterolateral branch of the left anterior descending artery (lad). The physician advanced the balloon to the posterolateral branch of the lad and inflated the balloon to 6 atms. The balloon was then inflated to 12 atms where it ruptured. The device was removed from the pt intact. The procedure was successfully completed with a non bsc balloon. Pt status is listed as "good."